Event description:
The patient initially stated that the pump was replaced due to normal longevity, but then stated ¿they¿re not sure what caused it to malfunction¿. The "eri (elective replacement indicator) went off"; ¿it went bad after 3 years¿. The device system was delivering baclofen and morphine. The patient symptoms, device troubleshooting, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).